Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the packaging contains incorrect or incomplete device issue was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 (adhesive) at the forceps cover and light guide cover, and missing adhesive on the pink probe. There was no patient involvement.